Manufacturer narrative:
One sample model 10015012 was returned for investigation. The set was examined for defects and abnormalities. The tubing was kinked right below the drip chamber. No other defects or abnormalities were observed. While manipulating the kink the tubing ripped and is now leaking from the kink. The customer complaint was verified and a quality notification was sent to the manufacturer. The most potential root cause that generates the kink in the tubing sleeve/drip chamber is an combination of an excess of solvent applied to the engagement and an improper handling of the tubing during the assembly process and coiling of the set due since production personnel did not follow correctly the assembly procedures. Quality alert was displayed on dec 04th, 2025, to communicate to the personnel involved in the assembly process of model 2420-0007 regarding the condition reported in the complaint by the customer, the importance of following assembly instructions stated in the standard work instruction. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite infusion set had a kink / bend. The following information was provided by the initial reporter: hanging new tpn line and kink noted in the tpn line pass the buretrol and drip chamber. Concerned that tubing would leak from this kinked area (not connected to the patient). A few staff have informed that they have noted the tpn tubing being packaged differently.